Event description:
Per received report: the customer could not determine the date for this event. The product ((B)(4)) was selected for use in a case. Upon opening the package the customer observed that the unit connector hub was separated from the device positioning unit (dpu) and was therefore unserviceable. The product was not used, was not placed in the patient, and no additional interventions were required as a result. The product is available for return. The customer requests that a replacement unit be sent. Additional information received from the affiliate indicated that the package was opened but the device was not taken out when it was observed that the dpu hub was free in the package. The device was stored vertically in a closed and locked cabinet shelf, nothing unusual.

Manufacturer narrative:
The event date is unknown. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The presidio 18 cerecyte microcoil 8 mm x 30 cm (pc4180830-30) was selected for use in a case; however, upon opening the package it was observed that the unit connector hub was separated from the device positioning unit (dpu) and was therefore was not usable. The package was opened but the device was not taken out when it was observed that the dpu hub was free in the package. The device was stored vertically in a closed and locked cabinet shelf, nothing unusual. The product was not used, was not placed in the patient, and no additional interventions were required as a result. The electrical connector was received severed from the hypotube. The fracture is ductile in nature requiring external force. No material defects were found on either of the severed ends. The hoop passed inspection and functional testing. The most likely root cause of the electrical connector being severed from the hypotube was due to external force. The circumstances of how and where this damage occurred cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.